Manufacturer narrative:
Device evaluated by MFR.: returned device consisted of a coyote es balloon catheter with blood in the lumen and balloon. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the shaft of the device. Microscopic examination of the balloon found no irregularity or defects. Microscopic inspection of the markerband found no irregularities or defects. Microscopic inspection found no irregularities with the bond of the device. Microscopic inspection revealed damage to the tip. Function testing revealed a small perforation in the outer shaft material, located 18.5cm from the tip of the device, where the end of the hypotube ends. Microscopic and tactile inspection revealed numerous kinks in the hypotube. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left posterior tibial artery. A 1.5mmx20mmx143cm coyote¿ es balloon catheter was advanced for predilatation. However, upon the 1st inflation at 14 atmospheres, the balloon ruptured after a duration of 20 seconds. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left posterior tibial artery. A 1.5mmx20mmx143cm coyote es balloon catheter was advanced for predilatation. However, upon the 1st inflation at 14 atmospheres, the balloon ruptured after a duration of 20 seconds. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.